Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. The blood glucose level of customer, at the time of incident was more than 401 mg/dl. The current blood glucose level of customer was 519 mg/dl. Customer mentioned that insulin pump was not connected with body. Customer took insulin pump off and forgot that it was not connected but not sure how long exactly. It was unknown that the auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.